Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3. Section b5 was corrected, as the cause of the revision was received. Upon receiving additional information and reassessing the reported event, it was determined that the tibial component referenced in this report did not contribute to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent an initial total knee arthroplasty on an unknown date. Subsequently, they had a poly swap dair due to infection. Attempts have been made, and all available information has been provided.

Event description:
It was reported patient underwent an initial total knee arthroplasty on an unknown date. Subsequently, they had a revision due to unknown reasons. Attempts have been made, and all available information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.